Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump reported that the pump had a downstream occlusion occurred during pre-test. This is a high priority alarm which will interrupt patient therapy. There was patient involvement and no harm/adverse event reported.